Manufacturer narrative:
Updated fields: a2, a3, a4, b4, e2, e3, g3, g4, g7, h2, h6 (type of investigation), h10, h11 corrected fields: a1, b2 (date of death to be left blank), b3, b5, b6, b7, d4 (model#), d5, e1 (initial reporter, event site email), h4, h6 (medical device - problem code, health effect- impact codes). Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same serial number and reported failure mode. Trend analysis: (4110/213) the overall 24 month product complaint trend data for the period (apr-2019 through mar-2021) was reviewed. There were no triggers identified for the review period. Analysis of production: (3331/213) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) generated a "sensor module failure," had a fiber optic issue, and the fiber optic was disconnected. There was no patient harm and no adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp, but was unable to reproduce the reported fiber optic issue/error and also found nothing in error logs. The fse performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. (B)(6) health system.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had fiber optic issues or errors of some type . Also, the fiber optic cable was disconnected. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event reported.